Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered shocks for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf) and fast ventricular tachycardia (fvt). The crt-d remains in use. No further patient complications have been reported as a result of this event.